Event description:
It was reported the patient had a potential fluid short. The patient¿s implantable neurostimulator (ins) was being replaced. No out of range impedances were measured. During a follow up appointment on 2015-03-09 the patient was feeling good and they had no shocking sensations.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0309504v, implanted: (B)(6) 2003, product type: lead; product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# j0309504v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
Additional information received reported the patient had a shocking sensation down their right arm with movement of their left arm and shoulder. Impedances and x-ray looked good. There was no patient death or injury and they had recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Additional review determined the following. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.